Event description:
The iab was inserted into the pt 2/3/98. On 2/5/98, the "rapid gas loss" alarm sounded from the system 96 pump and blood leaked in the catheter. The pt was balloon dependent. When the iab was removed by surgery, vt occurred and the pt expired. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: the pt expired - reported 2/3/98. Pt's current status: expired - rpt'd 2/13/98.